Manufacturer narrative:
The suspect vac pac device was returned to natus and evaluated. A visual inspection confirmed a 1 mm pinhole on the exterior seam on the back, an 8 mm long crack on the exterior seam on the back, a 2 mm pinhole located 24 mm from exterior seam on the back, and a 4 mm long by 1 mm wide patch of stretched fabric on the back. The vac pac was tested for suction and softened 90 minutes minutes after it was suctioned and cappped while firm and flat. The cause of the vac pac not holding suction is product damage. The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac under warranty. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer contacted natus technical service to report that their vac pac did not hold suction during surgery. The customer also reported that the vac pac was not hooked up to continuous suction. No patient harm or visible damage to the vac pac has been reported. There also has been no report of patient/user injury, no delay in treatment and no environmental/safety concerns. The vac pac has been reported to have been purchased on (B)(6) 2017 and has been returned to natus for evaluation.